Manufacturer narrative:
Additional information was provided in b.5., d.10., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, the lens was being moved forward in the injector, the trailing haptic did not fold and was going to come out of the injector straight. The surgeon also stated that, the lens did not align properly in the injector. Another lens was used to complete the surgery on the same day.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, trailing haptic did not fold and came out of the injector straight. The procedure was completed on the same day and there was no patient contact. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. The product was returned for analysis, and the reported complaint was confirmed. The device was received loose in the product carton. Solution is dried in the device. The lock-out assembly has been removed. The plunger and the lens have been advanced into the mid-nozzle. The leading haptic is folded onto the optic. The trailing haptic is extended straight. We are unable to determine the root cause for the reported complaint trailing haptic did not fold and came out straight, lens did not align. Straight trailing haptic was observed. Straight trailing haptic may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The directions for use (dfu) instructs: visually inspect the lens to determine the position of the leading and trailing haptics. Verify that the plunger is in contact with the trailing optic edge. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).